Manufacturer narrative:
The manufacturer postal code for sections (B)(4). The code was removed to facilitate timely regulatory report submission, and solely as a temporary workaround to a validation issue for section.

Event description:
During the index procedure, one in.pact admiral drug eluting pta balloon catheter was used to treat a lesion in the left distal sfa. Approximately 5.5 months later, the patient suffered left sfa occlusion. On the same day, the left sfa was treated with pta ballooning and medtronic stenting. Investigator assessed that this event was not related to study device, procedure or drug. Patient recovered. The clinical events commitee adjudicated this event as target lesion percutaneous revascularization; clinically driven, and also as late site thrombosis >30 days. Related to device, not related to study drug or procedure.

Manufacturer narrative:
Change to event date. The treatment was performed one day earlier than previously reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.